Event description:
A call was made to the customer in order to follow up on a previous call she had made for high blood glucose levels. During the call, the customer stated she was hospitalized for high blood glucose levels. The customer had no further information about the event, and required no further assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.